Event description:
The customer reported that after pipetting an htlv plate the technician observed no sample was added to well h2 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.